Event description:
The customer called to see if his breeze2 meter was reading correctly. He alleged that he had been receiving high readings and was hospitalized for 3 or 4 days as a result of those readings. The customer was unable to provide any info about the hospital visit such as blood glucose readings or treatment. The customer was advised to return his test discs for evaluation. Replacement test discs and a new meter were sent to the customer.